Event description:
The male luer of the 6 foot extension tubing included with the intra-aortic balloon catheter broke at the connection site to the balloon pump necessitating balloon pump exchange. Follow up indicated this occurred following transport. The pt was transferred to another balloon pump, however, the same problem was encountered. The pt was successfully weaned and there were no pt complications involved. The extension tubing and a female and male luer were received, evaluated and retained by this MFR. No anomalies were noted to the six foot extension tubing. The luer taper tip was broken off the male luer. The female luer was intact. Microscopic examination noted no evidence of a material defect. Six foot extensions are 100% inspected during the mfg process. It was inidicated this occurred following transport which may have contributed to this event. However, co is unable to determine the exact cause for this event.